Event description:
As reported, during the 3dmax light mesh fixation with sorbafix enhanced fixation device, some of the fasteners broke. The following fastener functioned normally, allowing the procedure to proceed. The device deployed some broken fasteners, with the end fixated in the cooper's ligament of the patient's body. The surgeon determined that they are absorbable and safe and left the remaining fasteners inserted in the same way into the cooper's ligament. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device deployed broken fastener when tacking into the cooper's ligament. Evaluation of the sample failed to reproduce the reported event that the device deployed broken fasteners. The device functioned as intended during simulated use testing, deploying the remaining fastener with no issues. No manufacturing anomalies were found. Based on the sample evaluation, the reported fastener break is likely the result of deploying into the cooper's ligament. The instructions-for-use (IFU) included with the device states "insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of 455 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during the 3dmax light mesh fixation with sorbafix enhanced fixation device, some of the fasteners broke. The following fastener functioned normally, allowing the procedure to proceed. The device deployed some broken fasteners, with the end fixated in the cooper's ligament of the patient's body. The surgeon determined that they are absorbable and safe and left the remaining fasteners inserted in the same way into the cooper's ligament. There was no patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device deployed broken fastener when tacking into the cooper's ligament. Evaluation of the sample failed to reproduce the reported event that the device deployed broken fasteners. The device functioned as intended during simulated use testing, deploying the remaining fastener with no issues. No manufacturing anomalies were found. Based on the sample evaluation, the reported fastener break is likely the result of deploying into the cooper's ligament. The instructions-for-use (IFU) included with the device states "insertion of fasteners into some collagenous structures such as ligaments and tendons is possible but is not possible directly into bone or cartilage. This may damage the device". A review of the manufacturing records was performed and found that the lot was manufactured to the specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: h11: this supplemental emdr is submitted to correct the device manufacture date. Updated fields: b4, g3, g6, h2, h6, h10, h11. Corrected field: h4 (device manufacture date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.